Event description:
A surgeon reported that after an intraocular lens (iol) implant procedure, the pt had blurred vision. The lens was noted to have glistenings. The iol was exchanged approximately three months after initial implantation. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. Additional observations were as follows. The lens returned adhered to the internal wall of a specimen container containing an unknown liquid. Solution is dried on both haptics and on the optic surface. The optic is torn/split/cracked possibly cut and as a section missing and what appears to be a tweezers mark in present at the optic edge. We are unable to determine a root cause for the reported complaint 'blurry vision, glistenings'. Due to the condition of the returned lens we are unable to conduct power and resolution testing. The additional observed damage, torn/split/cracked and missing portion of the optic most likely occurred during the lens exchange process. Based on the results form the product and batch history record, the product met release criteria. We are unable to determine a root cause for the reported complaint. The returned lens shows evidence of handling due to the presence of solution of both sides. The customer also stated, "by taking the lens with the forcep, optically without a magnifier, bends were noticed in the area of the lens edge and the haptic." Which would indicate the lens was subjected to handing by the customer. Additional damage (broken haptic and not returned) was observed upon inspection of the returned sample which was not mentioned by the customer. In additional to this, all lenses are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).